Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of a heartmate signal. Due to this, the system delivered multiple shocks that led to the patient experiencing an electrical storm, eventually the system ended the episode. Ater this, a battery depletion alert was displayed which led to suspicions of premature battery depletion. The device was reprogrammed and a request for data analysis was performed. At this time, no results of the data analysis have been provided. This system remains in service. No further adverse patient effects were reported.